Event description:
Related manufacturer number: 3006705815-2022-14554. It was reported the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient is implanted with two ipg's. As a result, the cervical ipg was explanted and replaced to address the issue. It is unknown which system was explanted, therefore both ipg's are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.